Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred at the septum. There was no report of patient impact. The following information was provided by the initial reporter: per the staff, when they inserted an 18g 1.25 dp nexiva, as they went to safety the needle, there was blood coming through the septum. Once the needle was out completely, there was no more blood coming from there and they used the IV.the customer was actually able to retrieve the IV catheter from this patient after it was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-apr-2023 . H6: investigation summary bd received an unsealed 18 gauge nexiva unit from lot 2325434 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, the device was inspected microscopically to determine if there were any defects not visible to the naked eye. Upon further inspection, the engineer discovered damage to the septum creating a gap. There also appeared to be media present inside of the adapter indicating use. Therefore, based off the visual/microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the insertion station and the septum.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred at the septum. There was no report of patient impact. The following information was provided by the initial reporter: per the staff, when they inserted an 18g 1.25 dp nexiva, as they went to safety the needle, there was blood coming through the septum. Once the needle was out completely, there was no more blood coming from there and they used the IV.the customer was actually able to retrieve the IV catheter from this patient after it was removed.